Event description:
The customer called and reported receiving sensor errors during initialization. Insertion technique was reviewed. Customer stated her blood glucose on the morning of this report was 50 mg/dl. Customer stated she knew why her blood glucose was low and she had eaten to bring blood glucose level up. Customer further explained she was on blood pressure medications that she believed were contributing to sensor issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.